Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
The patient had two extensions from the same lot. Device 1 of 2. Reference MFR report #: 1627487-2016-03524. It was reported the patient could no longer feel the stimulation in the lumbar area. An impedance check showed all impedances to be normal. An x-ray was performed and revealed one of the extensions was pulled out of the ipg header. The doctor believed it was due to the set screw. As a result, the extension and ipg were both explanted and replaced on (B)(6) 2016.